Event description:
It was reported to boston scientific corporation that while unpackaging the radial jaw 3 biopsy forceps device, it was noticed that the jaw was deformed. The device was not used in the case. The procedure was completed with another radial jaw 3 biopsy forceps device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Visual examination of the returned device confirmed that the forceps jaw was bent. The cause of the reported malfunction is not determined.